Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. Vascular access was gained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. The lesion was dilated with an unknown 2.0x12mm balloon. The 2.5x32mm promus element stent was advanced but was unable to cross the lesion. A 2.25x20mm promus element was then advanced but was also unable to cross the lesion. The lesion was then dilated with an unknown 2.25x8mm balloon and a promus element stent was then able to be deployed in the distal lcx. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed a shaft break.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 235mm from the strain relief. A hypotube kink was also noted 17mm from the shaft break. A visual examination identified evidence of solidified blood in the outer extrusion and a severe twist and solidified contrast media within the inflation lumen. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).